Manufacturer narrative:
(B)(4). No conclusions code available. The reported inability to communicate with the device was confirmed in the laboratory and was due to a sudden drop in the battery voltage. The device was tested using automated testing equipment, and no anomalies were found. The cause of the reported field event was the sudden drop in battery voltage due to an anomaly within the battery. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced.